Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) on the implantable cardioverter defibrillator (ICD). The patient did not receive therapy during the oversensing. Programming changes were recommended, but no changes or intervention was reported. There were no patient consequences.